Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
This device is not available for return and evaluation because it has been discarded by the hospital. The device history record (DHR) review is in process. No patient medical information has been made available. The most important complication with tissue valves is structural valve deterioration (svd). Svd may occur as a result of: calcification, non-calcific degeneration, dehiscence, host tissue/pannus overgrowth, or fibrosis. It is known that the occurrence rate of svd significantly increases at an implant duration of 7 years or longer. It is also known that the occurrence rate of structural valve deterioration is higher in male patients, patients younger than 65 at implant, and patients have a significantly higher risk to undergo reoperation due to svd. In this case, this male patient was (B)(6) years old at time of implant. These two facts are likely contributing factors towards failure of this device. No patient medical history or device information has been made available by the health care provider. Without additional medical information or return of the device for evaluation, we are unable to determine root cause for failure of this device. No further corrective or preventative actions are required with the available information. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 21mm bioprosthetic aortic valve, implanted 14 years, 8 months was explanted due to degeneration. The explanted device was replaced with a 27mm porcine valve.